Event description:
As reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked while inserting into the 5f non-cordis sheath. Therefore, the device could not enter the 5f non-cordis sheath well and manual compression was proceeded. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °celsius. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted. The mynx device was not purged of air during prep. Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. There were no kinks in the 5f non-cordis sheath after removal. There was no damage to the button. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. There was presence of moderate calcium in the vicinity of the puncture site. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The physician was mynx certified. The mynx vcd was used in a diagnostic procedure with a retrograde approach. Other procedural details were requested but were not provided. The device will be returned for evaluation. Addendum: pe findings present the sealant exposed.

Manufacturer narrative:
Complaint conclusion: as reported, the sealant sleeve of a 5f mynx control vascular closure device (vcd) was damaged/cracked while inserting into the 5f non-cordis sheath. Therefore, the device could not enter the 5f non-cordis sheath well and manual compression was proceeded. Hemostasis was achieved by holding manual pressure for twenty minutes. There was no reported patient injury. The device was stored according to the instructions for use (IFU). The storage of the device did not exceed 25 °celsius. There were no anomalies noted prior to use. The mynx device was prepped according to the IFU and no difficulty was noted. The mynx device was not purged of air during prep. Excessive force was not used to insert the device into the 5f non-cordis sheath. A 5f non-cordis sheath was used. There were no kinks in the 5f non-cordis sheath after removal. There was no damage to the button. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 5f non-cordis vascular sheath introducer. There was presence of moderate calcium in the vicinity of the puncture site. The stick location was above the femoral head. The vessel diameter was verified to be greater than or equal to 5mm. The vessel was reported to have moderate tortuosity. The physician was mynx certified. The mynx vcd was used in a diagnostic procedure with a retrograde approach. Other procedural details were requested but were not provided. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, observing that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedural sheath was not included. The sealant was in its manufactured position, exposed due to the cartridge assembly presenting a severe kinked condition. The stopcock was set in the open position, and the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. The slit length on the outer sleeve was not verified due to the kinked condition of the sealant sleeve assembly, which impeded proper measurement. However, the catheter working length was measured to be verified, and the dimensional analysis result was found within specification. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the IFU. However, due to the severe kinked condition of the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. A simulated deployment test was performed on the returned device per the mynx control IFU as well. The tension indicator was aligned manually, then buttons 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to both button 1 and button 2 deployment during the device failure investigation. The returned device performed as intended per the mynx control IFU. The cartridge assembly was inspected with a vision system to obtain a magnified image confirming the kinked condition and observing that the sealant was exposed. The reported event of ¿sealant sleeves (cartridge assembly)-cracked¿ was not observed through analysis of the returned device since there were no cracked conditions noted; however, a severe kinked/bent condition of the sleeves was noted, which was likely the condition noted by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, access site characteristics (the access site was moderately tortuous with moderate calcification), procedural/handling factors (even though it was reported that excessive force was not used during insertion into the sheath), and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.